Event description:
It was reported that the patient developed a ¿staph¿ infection two weeks post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported the patient had bacteremia. The patient is noted to have a left ventricular assist device prior to device system implant and the ICD system was explanted due to the infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).